Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument grip cables were broken at the hypotube. The grip cable appears to be broken at the instrument tip; however, the length of the broken cable extends into the main tube. This indicates that the breakage was likely to have occurred in the main tube. Because the breakage occurred inside the main tube, there is little potential for any fragments to occur. The evidence was inconclusive, but the damage was likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the permanent cautery spatula instrument was noted to have a broken cable during reprocessing. No patient harm, adverse outcome or injury was reported.